Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2021. During to the procedure, metal connector of the laser fiber was hot to touch and part of the fiber melted off when removing it from the laser unit. There was no harm to the user or to the patient. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber overheating. Medical device problem code a0404610 captures the reportable event of sma boot melted. Block h10: investigation results the returned flexiva tractip high power single use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in two pieces. The first piece of the laser fiber device (sma connector) measured 4.7 cm and second laser fiber piece (fiber body) measured 311.5 cm. The exposed glass tip measured 4 mm and had normal degradation. The sma boot was observed detached from the sma connector and the fiber body was fractured within the fiber connector. No other problems with the device were noted. The reported event of the flexiva tractip high power single use laser fiber connector overheating and sma boot melted were confirmed. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Additionally, the IFU states, "in the event of reduced or no laser energy output during application the fiber connector may be hot to touch". Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on july 15, 2021 that a flexiva tractip high power single use laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2021. During to the procedure, the metal connector of the laser fiber was hot to the touch and part of the fiber melted off upon removal from the laser unit. There was no harm to the user or to the patient. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.